Event description:
Pci was being performed with a 2.5x28mm cypher stent in a calcified lesion in the lad though a previously unknown implanted stent but the stent became caught on the existing stent. The stent dislodged and the physician used a predilatation balloon to expanded the cypher which was successfully deployed in the intended lesion. Patient is fine. The stent was not manipulated during prep and was prepped per IFU. It was properly mounted on the system when inspected prior to use. The balloon on the sds was not inflated or partially inflated prior to inserting the sds in the catheter. There was no negative pressure applied. It is unknown if the device was in the neutral position when the system was being advanced/withdrawn.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a pci, a cypher stent dislodged after having tracking difficulty passing through another stent. The target lesion in the lad was calcified. A 2.5x28mm cypher stent was being delivered to the lesion though a previously unknown implanted stent but the stent became caught on the existing stent and the stent dislodged. The physician used a pre-dilatation balloon to expanded the dislodged cypher successfully in the intended lesion. There was no injury to the patient reported. The stent was not manipulated during prep and was prepped per IFU. The user reported that the stent seemed properly mounted on the system when inspected prior to use. The balloon on the sds was not inflated or partially inflated prior to inserting the sds in the patient. There was no negative pressure applied. The product remains implanted in the patient and is thus not available for evaluation. The dsd was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. These factors may lead to stent dislodgement. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information available there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.